Event description:
The account alleged the bed exit will alarm at the bed but does not place a nurse call. No injuries reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.